Manufacturer narrative:
(B)(4). Also were used and explanted plc161400/(B)(4), UDI#: (B)(4) and plc161200/(B)(4), UDI# (B)(4). The devices retained at the facility. The additional information was requested but was not available. According to the gore® excluder® aaa endoprostheses instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to bleeding, endoleak and surgical conversion. The IFU states: the gore® excluder® aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022 (the exact date is unknown), the patient presented to emergency department and was diagnosed with a ruptured abdominal aortic aneurysm. The rupture was successfully repaired with gore® excluder® aaa endoprostheses. Reportedly, the post operative CT showed a good result. The patient was sent to recovery. On an unknown date, in recovery, the patient¿s abdomen began swelling and the patient was returned to or for investigation. Reportedly, bleeding appeared to be coming from the rupture exit into abdomen and it was felt to be perfused from lumber arteries connected to aneurysm. The physician's hypothesis was a type 2 endoleak that was not obvious during final case completion and it supplied blood that exited out of the first rupture into the abdomen. On an unknown date the efforts were made to sew off lumbar arteries. It was felt that this manipulation may have caused a proximal type I endoleak. A decision was made to explant the devices and complete an open repair. The patient was recovering but not doing well. This information was received directly from the attending physician on (B)(6) 2022. No more information is available to share, nor is expecting any further update.